Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.